Manufacturer narrative:
Pending engineering evaluation.

Event description:
Polyethylene exchange.

Event description:
As reported, this 69 y/o male patient with average build, was initial implanted with a tka on (B)(6) 2012 and experienced a left knee revision due to polyethylene due to wear and instability on (B)(6) 2019. The patient is recovering well. The devices will not be returned due to hospital policy. No other information available.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of prosthesis wear and instability. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided. No information provided in the following section(s): a4, a5, b6, and b7. The following section(s) have additional info: a3, b5, g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard.